Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating intermittent high out-of-range rv pace impedance measurements continue to be observed. Two non-sustained episodes of ventricular tachycardia (vt) were also stored to device memory resulting from a single instance of noise that was consistent with electromagnetic interference (emi). No instances of noise were observed during provocation testing in clinic. No adverse patient effects were reported. The patient will continue to be monitored remotely.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones as a result of a high out-of-range right ventricular (rv) lead pace impedance measurement. Upon follow-up at the hospital the out-of-range measurement was confirmed though it was within normal limits at that time and no other parameters were outside expected limits. The rv pace impedance was noted to be high, but stable, prior to the out-of-range measurement. As the physician did not suspect the rv pace impedance to be much outside expected limits, the patient was sent home and advised to continue normal clinic and remote follow-up. No adverse patient effects were reported. This system remains in service.